Event description:
It was reported that there was a loss of sterility. A 1.50mm rotapro was selected for an atherectomy procedure in the coronary artery. During preparation when the device was loaded onto the wire, the device became slippery due to saline, and was dropped. The procedure was successfully completed with another burr device. There were no patient complications.